Manufacturer narrative:
This report is submitted on november 06, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to inflammation and skin perforation. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with IV and oral antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on november 25, 2022.